Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is lymphadenopathy.

Event description:
Patient reported, "very enlarged lymph nodes,numerous life changing symptoms", "diagnosed with cfs[chronic fatigue syndrome]" after implantation. The affected side has not been specified. This record relates to the right side. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Affected side specified as right. Patient additionally reported "my lymph node got really big under and in both my armpits and neck¿. Previously reported chronic fatigue syndrome and "numerous life changing symptoms" are not device related. Device has been explanted.